Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the customer reported the autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. The customer did performed troubleshooting for about 60-90 seconds before manual CPR was applied to the patient. The battery successfully pass charging in the autopulse multi-chemistry charger (mcc), and showed 4 green led lights illuminated upon battery status check. No consequences or impact to the patient.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 07178 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.